Manufacturer narrative:
The technician found the hi/low drive brake block assembly was contaminated with lubricant. The technician cleaned the brake block assembly to repair the bed.

Event description:
Information received indicates the bed is drifting down.